Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/1/2021. H.6. Investigation: a device history review was conducted for lot number 1078234. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the sample that was submitted by the facility, has been reviewed by our team of quality engineers. Microscopic inspection of the catheter tubing was unable to identify any damage, burring, swelling, or other non-conformances that could have irritated the patients skin. Unfortunately without the ability to properly evaluate the reported failure mode, our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system needle was damaged/defective, and only a third of it could be inserted into the patient. The following information was provided by the initial reporter, translated from chinese to english: "during venipecture, the needle could not be inserted after one third of the needle was delivered. After pulling out the needle, there was swelling at the catheter tube during observing"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system needle was damaged/defective, and only a third of it could be inserted into the patient. The following information was provided by the initial reporter, translated from (B)(6) to english: "during venipecture, the needle could not be inserted after one third of the needle was delivered. After pulling out the needle, there was swelling at the catheter tube during observing"